Event description:
It was reported the recliner had wood damage to the wooden panel in which the foot section extension comes out at the front of the recliner and that the unit could not be repaired. There was no patient involvement or adverse consequence reported.